Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a iliac/femoralis artery. A 150cm, 8cm poly tip v-18 control wire was selected for use. However, during withrawal, the tip of the guidewire broke and fell off inside the catheter. The device was removed safely. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Updated from: initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). To: initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Analysis revealed the device was broken on 148 cm from distal section to broken section, overall length should be 150 cm. The overall length and the outer diameter (od) of the distal tip of the device were unable to be measured due to device condition. The od of the middle and proximal section of the device were measured to be within specification. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a iliac/femoralis artery. A 150cm, 8cm poly tip v-18 control wire was selected for use. However, during withdrawal, the tip of the guidewire broke and fell off inside the catheter. The device was removed safely. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Updated from: initial reporter info (B)(6) to (B)(6).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a iliac/femoralis artery. A 150cm, 8cm poly tip v-18 control wire was selected for use. However, during withdrawal, the tip of the guidewire broke and fell off inside the catheter. The device was removed safely. No patient serious injury or adverse event were reported.